Event description:
It was reported to boston scientific corporation that a resolution clip device was used during colonoscopy procedure on (B)(6) 2009. According to the complainant, during the procedure, the clip would not open. The clip disengaged unopened off of the catheter. The physician completed the procedure with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedures was reported to be ok.

Manufacturer narrative:
(B)(4) other (would not open). The device has been received for analysis; however, an analysis has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).